Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced episodes of pain and was subsequently treated with oral antibiotics (B)(6) 2016 (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery.